Event description:
It was reported that balloon rupture occurred. The patient presented with leg swelling and underwent venogram with bilateral stent and percutaneous transluminal angioplasty (pta). The 80% stenosed target lesion was located in the mildly tortuous right common iliac vein (rciv). After deploying a 18x90 stent and a18x60 stent, a 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the third inflation at 3 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported.